Event description:
An adverse event was reported involving the medical device nx054z - as vega ps tibial plateau cemented t2+. Specifically, it was reported that due to a malfunction of a component of the knee implant system, postoperative revision surgery may be required; however, no revision surgery has been scheduled to date. This report pertains to the right knee. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx031z (9610612-2026-00109; aesculap ag ref. No. (B)(4), nx054z; aesculap ag ref. No. (B)(4), nx011z (9610612-2026-00110; aesculap ag ref. No. (B)(4), nx053z (9610612-2026-00140; aesculap ag ref. No. (B)(4). Involved components: nx060z - as tibia extension stem 10x52mm cemented (aesculap ag ref. No. (B)(4), nx220 - vega ps+ gliding surface t2/2+ 10mm (aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.